Event description:
The donor presented at the center today and reported indurations at both puncture sites (last donations on (B)(6) 2026). These developed a few days after donation and were associated with itching. Additionally, he mentioned that he had also experienced a rash on his neck, arms, and face. In this regard, he visited a hospital (no medical report available) and received a topical corticosteroid cream for treatment.